Manufacturer narrative:
Device manufacture date: 01-aug-2013.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There were no issues with any sterile disposable manufacturing lots produced to date. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient with lingering lumps and bumps in the right axilla 7 months post miradry treatment. Betamethasone injections were prescribed the day after the treatment.